Event description:
It was reported that the siderail won't latch due to a broken siderail column. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.